Event description:
Procedure performed: laparoscopic hernia repair. Event description: during the latter stage of the surgery, the surgeon observed via the endoscopic camera that a transparent component had dislodged and fallen into the patient's body. Upon inspection, it was confirmed that the detached part was the transparent valve from the outer tube of this unit. Attached are photographs of the component that was successfully removed from the patient's body for your reference and further investigation. No clinical impact. User replace with a new c0r47 to complete this surgery. No other instruments used. The hospital disposed of the affected trocar immediately after the procedure, and the device is no longer available for retrieval. Additional information provided by distributor on 31dec2025 via email: a scope was passed through the event unit. No components were removed or cut. Additional information provided by distributor on 05feb2026 via email: after reviewing our complaint email correspondence, I noted that case (B)(4) was linked to product code c0r47, not cfr73 as currently referenced. Intervention: user replace with a new c0r47 to complete this surgery. Patient status: no clinical impact.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph was provided, confirming the complainants experience of seal component dislodgement. Based on the description of the event and the photograph provided, it is likely that the reported event was caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic hernia repair. Event description: during the latter stage of the surgery, the surgeon observed via the endoscopic camera that a transparent component had dislodged and fallen into the patient's body. Upon inspection, it was confirmed that the detached part was the transparent valve from the outer tube of this unit. Attached are photographs of the component that was successfully removed from the patient's body for your reference and further investigation. No clinical impact. User replace with a new c0r47 to complete this surgery. No other instruments used. The hospital disposed of the affected trocar immediately after the procedure, and the device is no longer available for retrieval. Additional information provided by (B)(6) on 31dec2025 via email: a scope was passed through the event unit. No components were removed or cut. Intervention: user replace with a new c0r47 to complete this surgery. Patient status: no clinical impact.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.